Manufacturer narrative:
B2: date of death was updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this investigation. The submitted log file contained events and data captures spanning from 27may2024 to 20jun2024. The pump appeared to have been operating as intended at the fixed speed, with stable pump parameters. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," outlines potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to end stage heart failure, unrelated to the left ventricular assist device (lvad). The patient requested to be consulted for palliative care and then ultimately made the decision to have their lvad turned off. The device operated as expected. The date of death is estimated.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.